Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the display was missing segments and that the case was damaged. All found broken and defective parts were replaced to resolve.

Event description:
It was reported that the radiofrequency (rf) ablation generator's liquid crystal display was not working properly, that segments from the rf power and rf timer were not turning on. It was further reported that the case was damaged. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).